Event description:
It was reported the patient quit feeling stimulation. The patient's receiver was replaced with a rechargeable device system and two extensions. The extensions were connected to the existing lead. "No injury" was reported. It was also reported the transmitter quit working, so the patient threw it away.

Manufacturer narrative:
Device analysis revealed a receiver output anomaly- hybrid can/pin corrosion. The retainer was cracked on one end where it enters the connector module. The receiver had spots of discoloration on the hybrid can and pins 4 and 11. Initially the receiver functioned properly, but after 10 minutes, it began to have missing pulses. After running overnight, the device still had missing pulses. When the pulse rate was reduced from 240pps to 85pps, the output disappeared. A dye penetrant test was done to check for leakage into the receiver. No dye entered the receiver indicating no leakage paths. The connecting extensions were returned cut (segmented). Electrical testing determined the continuity of the conductors was acceptable. The distal ends were intact and undamaged on both connectors.